Event description:
It was reported that there was a lead warning for impedance greater than 2000 ohms. The threshold was 1.75v. When the physician interrogated the device the next day, the impedance was 551 ohms and the threshold 0.75v. No high impedance readings could be reproduced in the office. The lead was subsequently explanted. No patient complications were reported as a result of this event.